Event description:
Healthcare professional reported the results of a pathology report which is stated ¿late seroma: hemorrhagic-sanguineous punctate containing fibrin, well compatible with a seroma with some inflammatory cells, but no elements suspicious of lymphoma¿ and ¿pseudocapsule with foam cell aggregates, foreign body granulomas and fibrosis¿. The device has been explanted. Affected side is right.

Manufacturer narrative:
Continued initial reporter -- phone: (B)(6). (B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of seroma : late and granuloma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "late seroma;" "foreign body granulomas".